Event description:
The customer reported that soon after the start of the procedure, there was a clot in the 16g needle. They put a new needle onto the set, then discovered there were clots in the line. The customer stated that the lines were also stripped in the centrifuge. Rinse back was performed and a second kit was used. Patient information is not available at this time. This report is being filed due to insufficient information at this time to determine if a malfunction with the potential for injury occurred.

Manufacturer narrative:
Investigation evaluation and corrective actions are in process. A follow-up report will be provided

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The customer stated that no clots were seen in the return line. A new procedure was started with a new set without problems. Apheresis procedure also occurred the next day without problems. The physician indicated that the patient had no predisposing condition for clotting problems. An optia disposable set was received for investigation. Upon inspection of the set the presence of clots were confirmed in the access line and in the return line. No disposable defects of the set were observed. A review of the lot for similar reports was carried out, none have been reported. Root cause: the part investigation was not able to determine a conclusive root cause for the clots seen in the inlet line. The customer stated that no clots were seen in the return line at the time of the procedure so the clots seen in return line by the part evaluator are likely due to time delay between the procedure and when the part was analyzed. The rdf analysis was also not able to determine a conclusive root cause for the clotting/clumping. Signals are consistent with an occlusion in the inlet line and issues seen at the start of the procedure indicate an issue with the anticoagulant solution. A review of the images shows clumping in the collect port which is also consistent with inadequate anticoagulation. Possible causes for an occlusion or clotting in the inlet line include but are not limited to:-saline is connected to ac line-ac ratio set too high

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Signals in the rdf are consistent with an occlusion in the inlet line. Review of the images shows clumping in the collect port consistent with inadequate anticoagulation. Investigation evaluation and corrective actions are in process. A follow-up report will be provided.